Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered multiple inappropriate shocks for supraventricular tachycardia. During automatic setup, oversensing of noise was observed in the alternate vector. Review of device data also indicated that there were magnet applications as well as a high impedance error. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.